Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver blade was deformed. Upon further inspection at the manufacturing site, it was found that the tip was broken off.

Manufacturer narrative:
The visual examination showed that all flanks of the tip area of the returned screwdriver blade were heavily, plastically deformed in turn in direction. The direction of the plastic deformations of the flanks points towards influence of too high torsional forces during application. Furthermore, a metal fragment of one flank was broken off. The fracture surface at the flank showed appearance of a forced rupture. Moreover, the blade edges of the tip area showed plastic deformations mainly in turn in direction and pressure marks at the slot area of the blade were visible. Based on the investigation, the root cause for the reported event can be attributed to a user related issue of too high torsional and bending forces.